Event description:
A physician reported that the footswitch and touch panel could not be operated and continuous irrigation was not accepted during surgery (unknown procedure type). The surgery was completed on same day by replacing with a backup machine. There was patient contact but no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.